Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the laboratory analysis of the returned product, no evidence of device defect, malfunction or damage outside the bounds of normal medical use was found.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.